Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed that the last basal was delivered a little over a month after the complaint date. The pump also was manually suspended and delivery was never resumed. Alarm history did not show any atypical use by the patient. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. A blood glucose bolus and a carbohydrate bolus were calculated manually and they matched the units calculated by the returned pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was over 400 mg/dl but less than 500 mg/dl with abdominal pain, nausea, extreme thirst and moderate level of ketones. It was reported that the patient received intravenous fluids provided by non-health care professional. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the potential inaccurate delivery issues and determined that the basal and bolus deliveries were correct and as programmed. Review of potential bg issues revealed that the patient was incorrectly calculating dosage manually. The reporter stated that they had lost confidence with the pump and insisted that the device be replaced. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unknown nature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.